Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a and v noise reversion episodes and ams episodes were seen as a lead noise. The patient fell 3 weeks ago into her shoulder and now has a patient alarm. The patient is pacemaker dependent. Both a and v noise reproduced in the clinic with provocation testing. V sensing was decreased, and no v noise was noted. The physician decided to give remote monitor and review remotely. Patient well and stable.